Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon burst occurred. Percutaneous transluminal angioplasty was performed to treat the 90% in-stent restenosed target lesion located in a moderately tortuous and mildly calcified left superficial femoral artery (sfa). After crossing a non-bsc guide wire, a 6mmx220mmx150cm sterling¿ balloon catheter was advanced for dilatation. However, upon first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.